Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath's ceramic tip was detached. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. (Unmark company representative). (D4 should be blank.) The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint ceramic tip detached was confirmed. Based on the results of the investigation ceramic tip was detached it is assumed that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
The fault was found during unpacking.